Event description:
Pump reported to issue failure code during clinical use. The pump was reported to be setup with blood pressure medication and a sedative. The failure code will result in an audible and visual alarm and stop all channels in use. No add'l clinical info is available. No pt injury was reported.